Event description:
It was reported that when the bur was inserted into the drill steel filaments came off the bur. The procedure was completed successfully with no delay, medical intervention, or adverse consequences reported.

Manufacturer narrative:
Correction: h4 manufacturing date additional information: received device lot number. H6: the quality investigation is complete.

Event description:
It was reported that when the bur was inserted into the drill steel filaments came off the bur. The procedure was completed successfully with no delay, medical intervention, or adverse consequences reported.